Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: ice catheter product ID: non-medtronic product product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that a pericardiocentesis was performed but surgery was not required. The physician believes that the patient had a previous 'mass' which is thought to have caused the pericardial effusion.

Manufacturer narrative:
Product event summary: the pscc100 of lot number 0012783301 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. Catheter identification and ablation testing was conducted. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of steering mechanism was carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity and hipot verification (where applicable). Electrical continuity test did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the shaft segment, entangled elect rode wires were observed. In conclusion, the reported pericardial effusion could not be confirmed via product analysis. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician and cannot be assessed through product analysis. The catheter failed the return product inspection due to electrode wire(s) observed tangled in the shaft region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a patient developed pericardial effusion. The procedure was aborted while the patient was under general anesthesia. "Fluid drainage or surgery" was performed. The patient was sent to the intensive care unit. The event led to extended patient hospitalization, and injury was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 900310 product type: integrated dilator/needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.